Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-high mg/dl). After discussing event with the customer, tandem clinical support reported customer did not use the pump calculator but "guesstimates" how much insulin to administer. Customer was provided additional training.